Manufacturer narrative:
The invacare perfecto2 v oxygen concentrator was returned for evaluation. The concentrator exhibited deformation and discoloration which indicated it had encountered excessive heat. The most obvious deformation was around the inlet filter, the inlet filter cabinet, and the cabinet access door. A split in the pe valve tubing near the left sieve bed cap aligned with the damage to inlet filter/cabinet when the shroud was on, suggesting that the heat source may have re-entered the system through the inlet filter after escaping from the damaged pe valve tubing. The heat source and root cause of the failure could not be definitively determined during the evaluation. The failure mode resembles those previously being addressed. The concentrator did not cause or contribute to an injury. When the concentrator was picked up, the end user' dealer provided them with another unit.

Event description:
The concentrator was in the end user's private home. The end user heard a loud pop and when they went over to the unit they reported there was "a little fire" at the back of the concentrator near the inlet filter. The caller states the plastic was melted on the concentrator cabinet and the wall outlet cover has black marks or soot on it. The caller states they had an electrician check out the outlet that the unit was plugged into and they did not find anything wrong with the outlet. There was no end user injury.